Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported aortic insufficiency, patient outcome, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient had aortic insufficiency (ai), but the surgeon would not do a transcatheter aortic valve replacement (tavr) due to high risk. The patient went to another center where they did open the chest to do the repair. The patient expired on (B)(6) 2019 from complications from the procedure. No alarms were reported for this event. Review of the patient¿s complaint history found that aortic insufficiency was previously reported in march 2019 (captured under 2916596-2019-02744). Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient had aortic insufficiency but surgeon at (B)(6) medical center would not do a transcatheter aortic valve replacement (tavr) due to high risk. Patient went to (B)(6) where surgeons opened the chest to do repair. The patient never had their chest closed from the procedure. The patient expired on (B)(6) 2019 due to complications from the procedure. No further information was provided.